Event description:
Pump malfunction for sn (B)(4) - when battery cap is screwed on, the pump shuts off. Dose or amount: remodulin 98.77ng/kg/min; frequency: continuous; route: sq. Dates of use: first ship (B)(6) 2015 to current. Reason for use: pah.